Event description:
A revision surgery to explant sternalock blu implants due to the plates breaking was reported. There is no return for this file as the implants are in pathology and will be returned to the patient as the patient has requested them.

Manufacturer narrative:
The package insert for this product states migration, bending, fracture or loosening of the implant are possible adverse effects. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File four of four for the same event.